Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the lead was tested on the sterile table, the nurse tried to screw and unscrew the lead, but it got stuck. The lead was never attempted with the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated da mage at implant. If information is provided in the future, a supplemental report will be issued.